Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of menorrhagia ('heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (one which by caesarean section one extrauterine pregnancy), multigravida, extrauterine pregnancy (treated by laparoscopy with the tube preserved), laparoscopy (to treatment to extrauterine pregnancy), wisdom teeth removal, angioedema, allergic reaction to analgesics and anemia iron deficiency. Previously administered products included for depression: seroplex from 2016 to (B)(6) 2020; for chronic anemia: iron supplement; for an unreported indication: paracemol. Concurrent conditions included depression since 2016. In 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("pain so sharp that I was passing out (interpreted as during essure placement procedure) / she took 3 days of complete rest after that pain to dimish"), complication of device insertion ("pain so sharp that I was passing out (interpreted as during essure placement procedure)"), loss of consciousness ("pain so sharp that I was passing out (interpreted as during essure placement procedure)") and impaired work ability ("stopping work for just the day of insertion") and underwent bed rest ("she took 3 days of complete rest after that pain to dimish"). In 2019, the patient experienced back pain ("back pain"), fatigue ("severe fatigue / physical and mental fatigue"), joint pain ("joint pain"), myalgia ("muscle pain"), abdominal pain ("strong abdominal pain"), memory impairment ("memory disorders"), dermatitis allergic ("skin allergies"), ear disorder ("otorhinolaryngological problems"), nasal disorder ("otorhinolaryngological problems"), pharyngeal disorder ("otorhinolaryngological problems"), shoulder pain ("weight on my shoulders, this feeling of being exhausted on the smallest effort"), mental fatigue ("severe fatigue / physical and mental fatigue"), adenomyosis ("adenomyosis"), genital haemorrhage ("haemorrhages") and cervical dysplasia ("atypical squamous cell of unknown significance on pap smear") and was found to have blood heavy metal increased ("heavy metal blood levels above normal") and human papilloma virus test positive ("high-risk human papilloma virus on pap smear"). On an unknown date, the patient experienced abdominal pain lower ("pain on the right side"), iron deficiency anaemia ("heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation"), palpitations ("cardiac palpitations") and vertigo ("vertigo") and was found to have weight increased ("significant weight gain for no reason"). The patient was treated with escitalopram oxalate (seroplex) and iron. Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain lower, weight increased, back pain, fatigue, joint pain, myalgia, abdominal pain, memory impairment, dermatitis allergic, ear disorder, nasal disorder, pharyngeal disorder, shoulder pain, mental fatigue, adenomyosis, blood heavy metal increased, procedural pain, complication of device insertion, loss of consciousness, impaired work ability, genital haemorrhage, bed rest, depression, iron deficiency anaemia, palpitations, vertigo, human papilloma virus test positive and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, back pain, bed rest, blood heavy metal increased, cervical dysplasia, complication of device insertion, depression, dermatitis allergic, ear disorder, fatigue, genital haemorrhage, human papilloma virus test positive, impaired work ability, iron deficiency anaemia, joint pain, loss of consciousness, memory impairment, mental fatigue, myalgia, nasal disorder, palpitations, pharyngeal disorder, procedural pain, weight increased and shoulder pain with essure. The reporter considered menorrhagia and vertigo to be related to essure. The reporter commented: the patient presents with heavy menorrhagia, it appears to me that an intervention on the uterus is also needed, in addition to the removal of essure, uterine cauterization by thermocoagulation or a hysterectomy, which will have an additional advantage of treating her human papilloma virus problem and avoiding monitoring by smears. I have explained all the types of intervention to her and her husband. I provided her with straightforward information and allowed her time to reflect. She will contact me to tell me what she wished. The intervention was scheduled for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on (B)(6) 2018: positive. Endoscopy upper gastrointestinal tract - in 2009: normal findings with no helicobacter pylori present. Gynaecological examination - in 2020: uterus being situated relatively high. Pathology test - in 2009: cervix biopsy result was unremarkable. Smear cervix - in 2019: atypical squamous cell of unknown significance and high-risk human papilloma virus. Ultrasound pelvis - in 2019: ultrasound result was unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2020: quality safety evaluation of ptc. . Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-nov-2020. The most recent information was received on 09-sep-2021. This spontaneous case was reported by a gynecologist and describes the occurrence of heavy menstrual bleeding ('heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (one which by caesarean section one extrauterine pregnancy), multigravida, extrauterine pregnancy (treated by laparoscopy with the tube preserved), laparoscopy (to treatment to extrauterine pregnancy), wisdom teeth removal, angioedema, allergic reaction to analgesics and anemia iron deficiency. Previously administered products included for depression: seroplex from 2016 to (B)(6) 2021; for chronic anemia: iron supplement; for an unreported indication: paracemol. Concurrent conditions included depression since 2016. In (B)(6) 2016, the patient had essure inserted .in 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain so sharp that I was passing out / she took 3 days of complete rest after that pain to dimish") and underwent bed rest ("she took 3 days of complete rest after that pain to dimish"). In 2019, the patient experienced back pain ("back pain"), fatigue ("severe fatigue / physical and mental fatigue"), joint pain ("joint pain"), myalgia ("muscle pain"), abdominal pain ("strong abdominal pain"), memory impairment ("memory disorders"), dermatitis allergic ("skin allergies"), ear disorder ("otorhinolaryngological problems"), nasal disorder ("otorhinolaryngological problems"), pharyngeal disorder ("otorhinolaryngological problems"), shoulder pain ("weight on my shoulders, this feeling of being exhausted on the smallest effort"), mental fatigue ("severe fatigue / physical and mental fatigue"), adenomyosis ("adenomyosis"), genital haemorrhage ("haemorrhages") and cervical dysplasia ("atypical squamous cell of unknown significance on pap smear") and was found to have blood heavy metal increased ("heavy metal blood levels above normal") and human papilloma virus test positive ("high-risk human papilloma virus on pap smear"). On an unknown date, the patient experienced blood loss anaemia ("heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation"), abdominal pain lower ("pain on the right side"), palpitations ("cardiac palpitations") and vertigo ("vertigo") and was found to have weight increased ("significant weight gain for no reason"). The patient was treated with escitalopram oxalate (seroplex), iron and surgery (essure withdrawal by total hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, blood loss anaemia, abdominal pain lower, weight increased, back pain, fatigue, joint pain, myalgia, abdominal pain, memory impairment, dermatitis allergic, ear disorder, nasal disorder, pharyngeal disorder, shoulder pain, mental fatigue, adenomyosis, blood heavy metal increased, pelvic pain, genital haemorrhage, bed rest, depression, palpitations, vertigo, human papilloma virus test positive and cervical dysplasia had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, back pain, bed rest, blood heavy metal increased, blood loss anaemia, cervical dysplasia, depression, dermatitis allergic, ear disorder, fatigue, genital haemorrhage, human papilloma virus test positive, joint pain, memory impairment, mental fatigue, myalgia, nasal disorder, palpitations, pelvic pain, pharyngeal disorder, weight increased and shoulder pain with essure. The reporter considered heavy menstrual bleeding and vertigo to be related to essure. The reporter commented: the patient presents with heavy menorrhagia, it appears to me that an intervention on the uterus is also needed, in addition to the removal of essure, uterine cauterization by thermocoagulation or a hysterectomy, which will have an additional advantage of treating her human papilloma virus problem and avoiding monitoring by smears. I have explained all the types of intervention to her and her husband. I provided her with straightforward information and allowed her time to reflect. She will contact me to tell me what she wished. The intervention was scheduled for (B)(6) 2020. The reporter reported in consultation of (B)(6) 2021: she is still doing very well and feels "alive" again. The essure was removed on (B)(6) 2021 without any postoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on (B)(6) 2018: positive. Endoscopy upper gastrointestinal tract - in 2009: normal findings with no helicobacter pylori present. Gynaecological examination - in 2020: uterus being situated relatively high. Pathology test - in 2009: cervix biopsy result was unremarkable. Smear cervix - in 2019: atypical squamous cell of unknown significance and high-risk human papilloma virus. Ultrasound pelvis - in 2019: ultrasound result was unremarkable. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of heavy menstrual bleeding ('heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation') in a 35-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (one which by caesarean section one extrauterine pregnancy), multigravida, extrauterine pregnancy (treated by laparoscopy with the tube preserved), laparoscopy (to treatment to extrauterine pregnancy), wisdom teeth removal, angioedema, allergic reaction to analgesics and anemia iron deficiency. Previously administered products included for depression: seroplex from 2016 to (B)(6) 2021; for chronic anemia: iron supplement; for an unreported indication: paracemol. Concurrent conditions included depression since 2016. In (B)(6) 2016, the patient had essure inserted. In 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient experienced heavy menstrual bleeding (seriousness criterion intervention required). On (B)(6) 2016, the patient experienced pelvic pain ("pain so sharp that I was passing out / she took 3 days of complete rest after that pain to dimish") and underwent bed rest ("she took 3 days of complete rest after that pain to dimish"). In 2019, the patient experienced back pain ("back pain"), fatigue ("severe fatigue / physical and mental fatigue"), joint pain ("joint pain"), myalgia ("muscle pain"), abdominal pain ("strong abdominal pain"), memory impairment ("memory disorders"), dermatitis allergic ("skin allergies"), ear disorder ("otorhinolaryngological problems"), nasal disorder ("otorhinolaryngological problems"), pharyngeal disorder ("otorhinolaryngological problems"), shoulder pain ("weight on my shoulders, this feeling of being exhausted on the smallest effort"), mental fatigue ("severe fatigue / physical and mental fatigue"), adenomyosis ("adenomyosis"), genital haemorrhage ("haemorrhages") and cervical dysplasia ("atypical squamous cell of unknown significance on pap smear") and was found to have blood heavy metal increased ("heavy metal blood levels above normal") and human papilloma virus test positive ("high-risk human papilloma virus on pap smear"). On an unknown date, the patient experienced blood loss anaemia ("heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation"), abdominal pain lower ("pain on the right side"), palpitations ("cardiac palpitations") and vertigo ("vertigo") and was found to have weight increased ("significant weight gain for no reason"). The patient was treated with escitalopram oxalate (seroplex), iron and surgery (essure withdrawal by total hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the heavy menstrual bleeding, blood loss anaemia, abdominal pain lower, weight increased, back pain, fatigue, joint pain, myalgia, abdominal pain, memory impairment, dermatitis allergic, ear disorder, nasal disorder, pharyngeal disorder, shoulder pain, mental fatigue, adenomyosis, blood heavy metal increased, pelvic pain, genital haemorrhage, bed rest, depression, palpitations, vertigo, human papilloma virus test positive and cervical dysplasia had resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, back pain, bed rest, blood heavy metal increased, blood loss anaemia, cervical dysplasia, depression, dermatitis allergic, ear disorder, fatigue, genital haemorrhage, human papilloma virus test positive, joint pain, memory impairment, mental fatigue, myalgia, nasal disorder, palpitations, pelvic pain, pharyngeal disorder, weight increased and shoulder pain with essure. The reporter considered heavy menstrual bleeding and vertigo to be related to essure. The reporter commented: the patient presents with heavy menorrhagia, it appears to me that an intervention on the uterus is also needed, in addition to the removal of essure, uterine cauterization by thermocoagulation or a hysterectomy, which will have an additional advantage of treating her human papilloma virus problem and avoiding monitoring by smears. I have explained all the types of intervention to her and her husband. I provided her with straightforward information and allowed her time to reflect. She will contact me to tell me what she wished. The intervention was scheduled for (B)(6) 2020. The reporter reported in consultation of (B)(6) 2021: she is still doing very well and feels "alive" again. The essure was removed on (B)(6) 2021 without any postoperative complications. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test - on (B)(6) 2018: positive. Endoscopy upper gastrointestinal tract - in 2009: normal findings with no helicobacter pylori present. Gynaecological examination - in 2020: uterus being situated relatively high. Pathology test - in 2009: cervix biopsy result was unremarkable. Smear cervix - in 2019: atypical squamous cell of unknown significance and high-risk human papilloma virus. Ultrasound pelvis - in 2019: ultrasound result was unremarkable. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: new informations added: date of the essure removal, the outcome for all adverse events and the action taken with drug. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of menorrhagia ('heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation') in a (B)(6) year old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 (one which by caesarean section one extrauterine pregnancy), multigravida, extrauterine pregnancy (treated by laparoscopy with the tube preserved), laparoscopy (to treatment to extrauterine pregnancy), wisdom teeth removal, angioedema, allergic reaction to analgesics and anemia iron deficiency. Previously administered products included for depression: seroplex from 2016 to (B)(6) 2020; for chronic anemia: iron supplement; for an unreported indication: paracemol. Concurrent conditions included depression since 2016. In 2016, the patient experienced depression ("depression"). In (B)(6) 2016, the patient had essure inserted. In (B)(6) 2016, the patient experienced menorrhagia (seriousness criterion medically significant). On (B)(6) 2016, the patient experienced procedural pain ("pain so sharp that I was passing out (interpreted as during essure placement procedure) / she took 3 days of complete rest after that pain to diminish"), complication of device insertion ("pain so sharp that I was passing out (interpreted as during essure placement procedure)"), loss of consciousness ("pain so sharp that I was passing out (interpreted as during essure placement procedure)") and impaired work ability ("stopping work for just the day of insertion") and underwent bed rest ("she took 3 days of complete rest after that pain to diminish"). In 2019, the patient experienced back pain ("back pain"), fatigue ("severe fatigue / physical and mental fatigue"), joint pain ("joint pain"), myalgia ("muscle pain"), abdominal pain ("strong abdominal pain"), memory impairment ("memory disorders"), dermatitis allergic ("skin allergies"), ear disorder ("otorhinolaryngological problems"), nasal disorder ("otorhinolaryngological problems"), pharyngeal disorder ("otorhinolaryngological problems"), shoulder pain ("weight on my shoulders, this feeling of being exhausted on the smallest effort"), mental fatigue ("severe fatigue / physical and mental fatigue"), adenomyosis ("adenomyosis"), genital haemorrhage ("haemorrhages") and cervical dysplasia ("atypical squamous cell of unknown significance on pap smear") and was found to have blood heavy metal increased ("heavy metal blood levels above normal") and (B)(6) ("high-risk(B)(6) on pap smear"). On an unknown date, the patient experienced abdominal pain lower ("pain on the right side"), iron deficiency anaemia ("heavy blood loss during menstrual periods / heavy menorrhagia which causing the anaemia requiring chronic iron supplementation"), palpitations ("cardiac palpitations") and vertigo ("vertigo") and was found to have weight increased ("significant weight gain for no reason"). The patient was treated with escitalopram oxalate (seroplex) and iron. Essure treatment was not changed. At the time of the report, the menorrhagia, abdominal pain lower, weight increased, back pain, fatigue, joint pain, myalgia, abdominal pain, memory impairment, dermatitis allergic, ear disorder, nasal disorder, pharyngeal disorder, shoulder pain, mental fatigue, adenomyosis, blood heavy metal increased, procedural pain, complication of device insertion, loss of consciousness, impaired work ability, genital haemorrhage, bed rest, depression, iron deficiency anaemia, palpitations, vertigo, (B)(6) and cervical dysplasia outcome was unknown. The reporter provided no causality assessment for abdominal pain, abdominal pain lower, adenomyosis, back pain, bed rest, blood heavy metal increased, cervical dysplasia, complication of device insertion, depression, dermatitis allergic, ear disorder, fatigue, genital haemorrhage, (B)(6), impaired work ability, iron deficiency anaemia, joint pain, loss of consciousness, memory impairment, mental fatigue, myalgia, nasal disorder, palpitations, pharyngeal disorder, procedural pain, weight increased and shoulder pain with essure. The reporter considered menorrhagia and vertigo to be related to essure. The reporter commented: the patient presents with heavy menorrhagia, it appears to me that an intervention on the uterus is also needed, in addition to the removal of essure, uterine cauterization by thermocoagulation or a hysterectomy, which will have an additional advantage of treating her human papilloma virus problem and avoiding monitoring by smears. I have explained all the types of intervention to her and her husband. I provided her with straightforward information and allowed her time to reflect. She will contact me to tell me what she wished. The intervention was scheduled for (B)(6) 2020. Diagnostic results (normal ranges are provided in parenthesis if available): blood heavy metal test on (B)(6) 2018: positive. Endoscopy upper gastrointestinal tract in 2009: normal findings with no helicobacter pylori present. Gynaecological examination in 2020: uterus being situated relatively high. Pathology test in 2009: cervix biopsy result was unremarkable. Smear cervix in 2019: atypical squamous cell of unknown significance and high-risk (B)(6). Ultrasound pelvis in 2019: ultrasound result was unremarkable. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.